Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up the nurse had placed the dressing on the heel of the patient but when she went to connect the tube to the device she realized there was a fault as both connector ends were exactly the same where they should be different so it was impossible to connect to the device. Treatment with pico was cancelled and no patient harm was reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The initial report indicated a cancellation in therapy, further information confirmed there was no cancellation, treatment was continued with a backup device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during set up, the nurse had placed the dressing on the heel of the patient but when she went to connect the tube to the device she realized there was a fault as both connector ends were exactly the same where they should be different so it was impossible to connect to the device. Treatment was continued with a backup device and no patient harm was reported.